Manufacturer narrative:
The reason for this revision surgery was the patient had sub scapular and the rotator cuff tore. The length of in vivo service was 1.4 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. (B)(4). This event is deemed to be non-product related. The root cause for this event and revision surgery is the result of a patient's subn-scapular and rotator cuff tear. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient having a sub scapular and rotator cuff tear.